Event description:
The vigilance responsible of the hospital, dr (B)(6) reported that: "a pt underwent a surgical procedure of the hip due to coxarthritis on 1991. The pt underwent an unanticipated revision surgery with the replacement of all the components of the implant due to aseptic loosening of the implant."

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information(including x-rays and medical records) has been requested, but not made available. Should additional information become available at later time, the evaluation summary will be submitted in a supplemental report.